Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and was suspected to be dislodged. The patient was in company of medical personnel. No further information was received. No adverse patient effects were reported.